Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that via phone call they got no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was 140mg/dl. Customer stated that they were not able to rewind the pump. Troubleshooting was performed for pump error. The product will return for the analysis.

Manufacturer narrative:
Device received with constant no motor movement alarm during rewind due to corroded motor home switch.